Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 55 pulses. The reset and redeployment could not be completed. No damages or defects were observed that would result in a needle mechanism failure. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Per support ticket-337500 ¿the FDA cdrh application team recognizes that industry faced submission issues and delay in ack3 responses during the month of (B)(6) 2022.